Event description:
Boston scientific received info from the pt's family, that this pt passed away one day post implant because the pacemaker was too strong for the pt. They also indicated they were waiting for an autopsy to be completed. Add'l info was requested from the pt's physician, however the info was not available and would not be provided in the future due to privacy regulations.

Manufacturer narrative:
The device has not been returned and is presumed to be buried with the pt. No additional info is available. If additional info is received, the event will be updated.